Manufacturer narrative:
An endoscopy support specialist (ess) visited the user facility to inspect the referenced scopes, but the gastro-intestinal (gi) manager indicated that the scopes were sent out to their third party repair facility for inspection. The ess recommended to send the scopes to the manufacturer for evaluation after the third party facility inspection is completed. The customer provided pictures of component found inside patient's airway. The user facility utilizes a third party repair facility, improper maintenance cannot be ruled out as a contributory factor of the reported event. The investigation is still in progress. The exact cause of the reported event cannot be confirmed at this time investigation is ongoing. As a preventive measure, the instruction manual provides warning that indicates: this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by the manufacturer's technicians only. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The manufacturer was informed that during an unspecified procedure, the seal from around the lens of the scope was found inside the patient's airway after intubation. The piece was suctioned out of the endotracheal tube (et) without harm to the patient. The scope was removed and replaced. The procedure was completed using a new scope. In addition, the scope was inspected prior to use and showed no visual signs of damage.